Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient had 80% relief during the trial, but when he was implanted, the rep couldn't get the patient to feel stimulation past the hip area. The rep reported that the lead was in the same spot as the trial. The healthcare provider (hcp) took x-rays, even a lateral view and it confirmed the lead placement was fine. The rep reported that the impedance was 420-920 ohms and checked different reference points. The rep brought up fluid short as a possible effect on the patient not getting appropriate stimulation in his foot, even though the patient wasn't feeling any stimulation at the pocket site. The rep reported that the hcp was going to give it more time before deciding the next course of action. It was noted that the lead was placed in the t12 region. Additional information was received from the rep on (B)(6) 2017. The rep reported that they spoke with the patient on (B)(6) 2017. The rep reported that the patient stated that the therapy coverage had not changed and was still not helping his pain. The hcp was aware. Additional information was received from the rep on (B)(6) 2017. The rep reported that the patient had great coverage for bilateral feet pain, about 80-90% relief during the trial. The rep reported that since the implant was using constant current, the patient was feeling the stimulation, but not reaching down to his bilateral feet. The rep reported that an x-ray was done and the leads were identical to the trial leads placement. The rep reported that impedances were fine, 1,200 ohms. The rep reported that the patient had tried all contact electrode pairs and continued not getting the bilateral feet coverage, zero coverage. The rep reported that the physician had decided, the plan was to go back in and test the implanted with a multi-lead trialing cable (mltc), if the patient was getting great coverage, the ins would be replaced with a different model. If the patient wasn't getting coverage with the mltc, the physician would move the lead down and implant at a different location. There was no appointment currently scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a surgery had not yet been planned at the time of the report. No further complications are anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt states he had a device put in in 2010 and that wasn't working as it should so they revised it and repositioned it and everything. Pt states the mdt rep couldn't get to work right and just didn't work right. Pt did not have model # or any other information on this and states was a mdt device. Pt states they put in same model as temporary and hasn't worked as good as they thought. Pt states the temporary worked great. Pt states a rep tried 2-3 times and couldn't program to where it would cover the feet and only went to ankles. Pt states adjusted the leads and thought would work and just couldnt get to function as its supposed to. Pt states they wouldn't remove and just left in. Pt states then had issues not being able to read it, etc and been doing without it. Pt states sometime in 2010 maybe 2-3 months after that this all began. Pt states they put in an upgraded scs but just didn't register. Pss documented reportable event.redirected caller: other (document in note).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.